Event description:
It was reported that unspecified alarm occurred. Reportedly, customer rest the pump, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose value.